Manufacturer narrative:
Due to additional information provided, the identified infection was not due to the gore devices. Therefore, manufacturer report #2017233-2023-04414 is being retracted. There is no reportable allegation of device deficiency or malfunction.

Event description:
The following information was reported to gore: reportedly, on an unknown date, the patient had previously had a bare metal stent placed at a different hospital. Subsequently, the patient had repeated thrombotic occlusions and an aneurysm was observed as well in the superficial femoral artery. On an unknown date in (B)(6) 2023, the patient underwent endovascular treatment using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) at (B)(6) hospital. On an unknown date during the week of (B)(6) 2023, due to suspected occlusion, an endovascular treatment was attempted at (B)(6) hospital. It was noticed that the patient had an infection present and was transferred to (B)(6) hospital. On (B)(6) 2023, the patient appeared to present thrombotic occlusion in their lower limb along with an infection. The condition could not be treated via endovascular treatment, therefore an amputation was performed below a popliteal artery, on the side where the viabahn device was implanted. The physician stated that the patient has received a lot of treatment at other hospitals, so the details of the patient's past are unknown. The patient had repeated thrombotic occlusion, not an acute limb ischemia of viabahn device, and was also suffering from infection, therefore amputation was the only option.

Manufacturer narrative:
H6 b20: the device remains implanted and was therefore not available for engineering evaluation. H6 c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.